Event description:
Patient with history of heartmate 3 lvad driveline infection. Driveline cultures positive for coag negative staph on (B)(6) 2021 (site monitored), (B)(6) 2021 positive for coag negative staph, (B)(6) 2022 positive for corynebacterium and (B)(6) 2022 positive for strep group b. Prophylactic antibiotics prescribed on (B)(6) 2021 due to driveline drainage. Blood culture positive for strep group b on (B)(6) 2022. Patient hospitalized on (B)(6) 2022 due to fever, decreased appetite and purulent drainage from driveline exit site (dles), patient stated he was not compliant with changing the dles dressing. Admitted and placed on IV antibiotics. A sternal wound was noted on (B)(6) 2022. A culture was sent of the drainage, positive for strep group b. CT of the chest/abdomen/pelvis revealed cellulitis at the dles with tracking to where the driveline enters the thoracic cavity. Dles and sternal wound debrided in the operating room on (B)(6) 2022. Sternal wound and dles debrided on (B)(6) 2023 due to bleeding from the dles. Decision was made to schedule the patient for a heartmate 3 pump exchange due to continued dles drainage. The patient was taken to the operating room on (B)(6) 2023 for the exchange. The surgeon noted that the infection involved the heartmate 3 sewing ring that sits on the apex of the left ventricle and found necrotic debris under the sewing ring. Surgery went well. The patient recovered, discharged on (B)(6) 2023 and has been followed in clinic with no further signs of infection.